Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she was thinking that there was an issue with the insulin pump. The customer's blood glucose was 49 mg/dl at the time of incident. The customer stated that she threw up. The insulin pump will not be returned for analysis.